Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd ultrasafe passive¿ x-series needle guard syringe malfunctioned as the syringe was found retracted and leaking. There was no report of injury or medical intervention reported.

Manufacturer narrative:
The customer issued a complaint for a pre-activated device detected by end user. Neither samples nor photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010.